Manufacturer narrative:
9/15/15 follow up: customer reported that blood glucose levels are under control. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (405 mg/dl) and customer thought that pump might have an occlusion although there had been no occlusion alarms. During system check with tandem technical support, the pump performed as intended and pump history confirmed there were no occlusion alarms. Recommendation was made to discuss site rotation with health care provider.